Manufacturer narrative:
Patient identifier - patient is a canine. Age & date of birth - patient is a canine. Patient sex - patient is a canine. Weight - patient is a canine. Ethnicity - patient is a canine. Race - patient is a canine. UDI - the corresponding lot is not subjected for UDI. Operator of device - unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number - unknown. Occupation - unknown. (B)(4). Based on the result of our investigation, the root cause of the complaint could not be identified. Reference photo of the actual sample showed the catheter hub connected to an infusion set with traces of red blood-like fluid. The caulking pin was inside the catheter hub but no remaining catheter tube was observed. Also, the hub tip was observed to be slightly bent most likely due to excessive force applied during usage. As per the received additional information, there was no phlebitis or leakage observed during the usage of the device (6 hours). Moreover, the catheter tube that was detached from the hub was not found on the radiographs taken on the patient (dog). Retention samples were confirmed free from defects that may have caused detachment of the catheter tube. The catheter tube and catheter hub fitting force test results were all passed against our specification of >7.845n. Our sr IV catheter is produced at the semi-automated line which is run under validated parameters. During catheter assembly, the catheter tube undergoes flange formation to properly fit when inserted on the caulking pin. The catheter tube with a caulking pin (pre-assembled tube) is inspected for incomplete insertion, damage, or deformation before insertion to the catheter hub. Verification of lot history files revealed no nonconformity and no machine troubles or any irregularities encountered related to the complaint. Also, we have series of in-process inspections during needle and catheter assembly and visual inspection wherein part of check items is damage or deformation on catheter tube. Qc conducts outgoing inspection prior to shipment which includes visual and functional inspection wherein all samples were passed. Furthermore, functional test data covering april 2018 to march 2019, the result of the catheter tube and catheter hub fitting force test are all passed. The values range from 12.656n to 22.594n which is higher than our standard specification of >7.845n. (B)(4).

Event description:
The user facility reported that they had a routine catheter removal performed on a patient (dog). The white plastic catheter tip was not attached to the pink catheter hub on removal. The tip did not appear on radiographs taken. They were unable to find the white tip. The whole catheter tube was missing and not just the tip. There was no patient injury, medical/surgical intervention required. Additional information was received on 19april2021: the white plastic cannula tube was missing and not attached to the pink hub. The whole cannula tube and not just the tip. Additional information was received on 28april2021: the IV catheter was used from 0800 to 1400 (6 hours). There was no procedure from the time the catheter was inserted into the patient until its removal. There was no leakage or no phlebitis during the duration of use of the device. After the radiographs the catheter tip has not been found. The patient (dog) was in stable condition.